Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that during surgery the screw was implanted, then the accuracy of screw implantation was checked by using x-ray. The screw was implanted in an incorrect position and the screw was removed (by zimmer screwdriver). This screw was inserted again and in the process of tightening, the screw head broke. The surgery was completed using another screw.

Manufacturer narrative:
The returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. The labeling was reviewed and found to contain instructions regarding proper device installation and tightening.

Event description:
The sales associate reported that during surgery the screw was implanted, then the accuracy of screw implantation was checked by using x-ray. The screw was implanted in an incorrect position and the screw was removed (by zimmer screwdriver). This screw was inserted again and in the process of tightening, the screw head broke. The surgery was completed using another screw.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. A review of manufacturing records found no related non-conformances or other manufacturing issues, and indicates the product was conforming when it left zimmer biomet control. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.